Event description:
It was reported that intermittent undersensing was observed on the implantable cardioverter defibrillator (ICD). Farfield undersensing of ventricular tachycardia was observed leading to inappropriate initiation of ventricular fibrillation therapy assurance (vfta) resulting in multiple shocks. Programming changes were made to the farfield vector and vfta was turned off. The patient was stable.